Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The device had been broken in multiple locations, and had a broken hemostasis sheath, carrier tube, tamper tube, and anchor. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The complaint was able to be confirmed for non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician was performing an intervention of the left main with a 6fr pinnacle sheath. After locating the artery and putting the angio-seal in, he went to pull back and the entire device came out. The physician stated that the foot plate never came out of the device. To ensure the foot plate did not flow downstream he inspected the angio-seal, and found the foot plate inside the sheath. The physician had to break open the sheath to find it. Access was normal. The patient was in stable condition. The procedure outcome was successful. The blood loss was less than 250cc's. No patient injury or medical intervention was required. Additional information was received on (B)(6) 2021: it was reported that hemostasis was achieved by manual compression.